Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the black box showed no evidence of a short battery life. Several call service, low battery warnings due to normal battery wear were observed. The returned battery cap and test cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly. All current draws were within specification. The ¿short battery life¿ complaint could not be duplicated. The pump cover was removed for further investigation and no intermittent condition was found to the power printed circuit board. Unrelated to the initial complaint, the display contrast was found to be dim and reddish. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.